Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and tried to calibrate nibp using the simulator but was unsuccessful. The fse used different sleeves and hoses, but the result was the same. The fse determined that the nibp pump failed. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The fse replaced the nibp pump of the device and confirmed the problem was resolved. The device was returned to use at the customer site. (B)(6).

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that the device doesn¿t measure blood pressure. Checked revealed that the device was not measuring blood pressure, and the non-invasive blood pressure (nibp) pump was giving out of tolerance values and was faulty. The device was in use on a patient at the time of the event. There was no adverse event reported.